Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The mother stated that the customer has been having low blood glucose readings at night. The mother stated that during the day, the pump does not give him any insulin. The mother stated that the pump gave too much insulin at night. The customer stated that the low blood glucose readings started about 3 months ago. The call was disconnected before troubleshoot began.